Event description:
Further information was received on 01aug2019 stating at the time of the event, the patient had elevated lactate dehydrogenase and plasma free. The patient also had heart failure symptoms of fatigue and fluid overload. The pump exchange was due to pump thrombus with hemolysis. The pump had a clot in it causing clinical compromise.

Manufacturer narrative:
Approximate age of device, 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Per vad coordinator, the patient underwent pump exchange (heartmate ii to heartmate ii) on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the report of suspected thrombus/hemolysis could not be conclusively determined through this investigation. It was reported that the patient had not received a heart transplant by (B)(6) 2019 and subsequently underwent a pump exchange due to suspected device thrombus and hemolysis. The patient had elevated lactate dehydrogenase and plasma free hemoglobin levels along with complaints of fatigue and fluid overload prior to the exchange. Multiple attempts for product return were sent to the account; however, (B)(6) was not returned for evaluation as of (B)(6) 2019. If the device is returned, this complaint will be reopened and the vad will be evaluated. The heartmate ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events.

Manufacturer narrative:
Section d10: correction. Section h3, h6: correction. Section h10: corrected/additional information. Manufacturer's investigation conclusion: the report of device thrombus was not confirmed in the evaluation of lvad. A direct correlation between lvad and the report of hemolysis could not be conclusively determined through this investigation. Driveline wire compromise was confirmed via the evaluation of (B)(6). The pump was returned with the driveline cut approximately 11.5¿ from the pump body. Approximately 30.0¿ of the severed portion of driveline was also returned. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the yellow, brown, and black wires approximately 7.5¿ from the pump body. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation, which did not reveal any additional insulation breaches. The conductors of the yellow, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases a, b, and c and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting shorts to ground would have caused the reported low speed events seen in the log file data in cs-115983. The heartmate ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. The IFU, as well as the heartmate ii lvas patient handbook, contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: correction.